Manufacturer narrative:
Returned product analysis revealed a pinhole tear. The balloon catheter with the balloon in a deflated state was received and blood was observed in the balloon and inflation lumen. Microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 1.9 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The manufacturing records for batch 9290787 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the balloon tear could not be determined.

Event description:
Reportability assessment changed based on analysis, approved 15 march 2007. It was reported that the maverick2 monorail balloon could not be inflated and would not hold pressure. No patient complications were reported. No analysis found a pinhole tear.